Event description:
Medical staff reporting an intracapsular rupture of the right-side device discovered by MRI. Removal and replacement of the device.

Manufacturer narrative:
Initial reporter (explanting physician): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on radius, crease fold, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening.

Event description:
Medical staff reported an intracapsular rupture of the right-side device discovered by MRI. Device has been explanted and replaced.